Manufacturer narrative:
All buttons functioned properly however, moisture damage was found on keypad traces. No ramping numbers on their own or scrolling bar moving anomaly noted. The insulin pump battery was inserted several times and all operating currents are within the specification, no unexpected low battery, battery out of limit or off no power alarm noted. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm during normal use, even after battery change. Customer's blood glucose was 130 mg/dl. Customer also reported that numbers continued to scroll during bolus delivery. Customer was advised that insulin pump would need to be replaced.